Manufacturer narrative:
Belated evaluation and reporting of this complaint was done during retrospective review as part of CAPA 20-0074 corrective action 6. Investigation revealed that the light cable does not show any defects. The fact that light cables become hot is stated in the instructions for use. The event is filed under internal karl storz complaint ID ((B)(4)).

Event description:
It was reported that there was event with a light cable. According to the information received, a nurse burned herself on a light cable in the operating room during procedure. The degree of burn is not known. Further information is not available.